Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Damaged package. It was reported that during total knee replacement operation,noted the inner package was damaged as the attached photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: pc-(B)(4). Investigation summary: the complaint states: ¿damaged package. It was reported that during total knee replacement operation,noted the inner package was damaged as the attached photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.¿ the product has not been returned for investigation, but a photograph has been supplied (see attachment ¿pc-(B)(6) customer photo.pdf¿). The photograph shows a powder bag with loose powder. It is not possible to confirm in the photograph if the powder has leaked into the powder pouch sterile barrier. The photograph confirms the complaint description but does not provide enough evidence to determine root cause. Retained samples were checked for this failure mode, but no further instances were discovered. Dva-107020-fde rev 9 was reviewed, and this failure mode is included on line 103 (see attachment ¿pc-(B)(4) extract from dva-107020-fde.pdf¿). The risk is considered as low as possible and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 2 unrelated non-conformance's on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31-nov-21. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.